Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with device explant. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient underwent hernia repair surgery on or about (B)(6) 2016 and (B)(6) 2020. During the patient's hernia repair surgeries, the surgeon implanted strattice mesh. The patient returned to the hospital on or about (B)(6) 2020. On or about (B)(6) 2020, the patient underwent a small bowel resection and removal of mesh. This record is associated with the first device implanted on (B)(6) 2016.

Manufacturer narrative:
Internal investigation into strattice lot sp100158 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 09/23/2022, of the (B)(4) devices released to finished goods for lot sp100158, 459 have been distributed with 236 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with device explant. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up #1 to report on september 14, 2022, pmqa received notification from legal that the lot associated with this event was found through discovery and is sp100158-297. No other information was provided. As reported in the initial: limited information was reported through a legal event that a patient underwent hernia repair surgery on or about (B)(6) 2016 and (B)(6) 2020. During the patient's hernia repair surgeries, the surgeon implanted strattice mesh. The patient returned to the hospital on or about (B)(6) 2020. On or about (B)(6) 2020, the patient underwent a small bowel resection and removal of mesh. This record is associated with the first device implanted on (B)(6) 2016.